Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge leaked; however, the customer could not provide the exact location. Reportedly, the customer could smell insulin near the patient line. The customer's blood glucose level was over 400 mg/dl and it was addressed with a manual injection. The customer was able to load a new cartridge.